Manufacturer narrative:
PMA/510(k): 8300aca- this device is not sold or marketed in the u.s.; however, it is similar to device model 8300ab, edwards intuity elite valve (PMA p150036). The device was not returned to edwards for evaluation. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
(B)(4): it was reported that a clinical trial patient with a 19mm 8300aca aortic valve implanted for seven years, nine months underwent redo avr due to calcification, severe stenosis, and decreased leaflet excursion detected by echo. A 21mm 8300ab valve was implanted in replacement.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections d4 expiration date, h4, and h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.